Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was sitting on the couch and did not experienced any symptoms when he suddenly experienced loss of consciousness for 2 hours. The patient reported that he might have overdosed of insulin before he passed out because the readings are low, he could not recall how low or what was the reading during that time. The fire department and an ambulance was called and the patient was taken to the hospital. The patient was treated with 3 glucose shots; not documented who treated the patient at that point. The patient could not recall the exact comparison of bgm and cgm reading but he mentioned it was 80 points off. At an unspecified time of the event the cgm was reading 67 mg/dl and the blood glucose reading was 267 mg/dl. The patient was discharged after 1 day. At the time of the report the patient was feeling okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.